Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and a hole in the catheter was observed just distal of the luer adapter. Microscopic examination of the catheter hole confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the size of the hole was within the outside diameter of commonly used needles ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient's first puncture date was (B)(6), and (B)(6), two months after the puncture, a leak in the extension tube was found during the flushing of the tube during maintenance. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2996 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient's first puncture date was august 31, and october 27, two months after the puncture, a leak in the extension tube was found during the flushing of the tube during maintenance.